Event description:
Same patient as: 2183959-2018-00042. It was reported the patient had an advance xp sling implanted on an unknown date. The patient experienced worsening recurring incontinence and was implanted with an alternative continence device on (B)(6) 2018. No further patient complications were reported in relation to this event.